Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 180 mg/dl. The customer advised that when she tried to check the time left on her temp basal the menu kept scrolling without stopping and soon after the she got button error. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 180 mg/dl. The customer stated that the main menu was flipping continuously. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to moisture damage keypad traces. No button error alarm, no unexpected numbers ramping or scrolling during testing. The insulin pump had minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.